Event description:
Negative advia centaur xp (B)(6) results were obtained on a patient samples. The patient samples tested (B)(6) with two alternate methods. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur xp (B)(6) result.

Manufacturer narrative:
A siemens rep examined the (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. The cause for the non reactive advia centaur (B)(6) results compared to the (B)(6) results for the other methods is unk. The instructions for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6)." "Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other MFR's assays for specific (B)(6)serologic markers."